Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient faced infusion set's tubing detachment from hub on (B)(6) 2025. Infusion set was in use 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.